Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during the bolus procedure. The customer was off the device for one week and treated with manual injection since then. The blood glucose reading was 189 mg/dl. The customer stopped to test her blood glucose level during the call and the reading was 239 mg/dl. She attempted to resolved the issue by replacing the battery but this did not solve the problem. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had normal operating currents and no unexpected off/no power, low battery or battery out limit alarm noted. The insulin pump had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip.